Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Investigation not complete at time of initial report, follow-up will be submitted upon completion of investigation.

Event description:
User reported false negative result. Symptomatic. Positive pcr two days later.

Manufacturer narrative:
Section h6: type of investigation - code 3331 added. Section d4 updated with lot number.

Event description:
User reported false negative result. Symptomatic. Positive pcr two days later.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Section b2 on outcomes of adverse events was inadvertently checked in initial report